Manufacturer narrative:
Manufacturer ref#:(B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h6 and h11. From the photos provided, it was found that one emboguard and one dilator were returned. In the photo, the dilator was fully inserted into the main lumen of the emboguard. Rhv and lav were not found in the photos, and it was determined that there was no return. From the photos provided, it was not possible to confirm the cracks in the hub. From the magnified photo, the distal ballon bond and marker band appear intact and there are no signs of sharp edges at the tip. The balloon was wrinkled, but it was not possible to confirm from this photo that the balloon was damaged. From the photos, there was evidence of a kink in the shaft approximately 13.8cm from the distal end. From the photographs provided, there was no further damage or deformation of the emboguard device. Note: rhv, lav, peel away sheath, and emboguard packaging (individual packaging box, mounting card, and protective tube) are not visible in the photographs provided, therefore, the condition of the packaging cannot be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Review of the photographs provided showed evidence of a kink on the emboguard bgc shaft approximately 13.8cm from the distal end. It was reported that apro could not be plugged into the emboguard y-type connector, but since the y-type connector was not returned, it was not possible to confirm the impact on emboguard. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The initial examination of the returned emboguard device identified the kinking of the shaft at approximately 138mm from the distal tip of the emboguard device. No further damage was noted at any other location on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device at the location of the kink as the ball gauge could be advanced past this point without resistance. It was reported that a kink was found on the emboguard device after removal. A kink was found on the returned device. Therefore, the complaint event is confirmed. A potential cause of the kink on the returned device could be a tortuous patient anatomy. While a more detailed description was not provided in the event description, the event recreation carried out showed that a tortuous anatomy could lead to kinking of the device. Based on the information provided the root cause was not determined for this event. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The complaint was submitted with a photograph of the device, which is pending further analysis. A kink/bend of the emboguard catheter (body/shaft) while in patient suggests there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. There are clinical and procedural factors, including vessel characteristics (i.e., ¿severely tortuous¿), device interaction, and operator technique that may have contributed to the reported event, rather than the design or manufacture of the devices. It was reported the ¿y-connector was replaced with another new one.¿ the instructions for use (IFU) of the emboguard states the ¿performance of the device has been established with the supplied accessories, performance with other accessories that have not been evaluated may be different.¿ it was reported a thromboembolism occurred during the procedure, however, the emboguard was not in use at the time of the event and thus, did not contribute to the adverse event. Since this alleged device deficiency did not result in patient harm, this event does not meet us FDA reporting criteria. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a health authority, that an emboguard 87, 95 cm (bg8795u/ 9482253) and an embotrap iii 5 mm x 37 mm (et309537/ 25a111av), were used for a mechanical thrombectomy procedure to treat an occlusion at the proximal m1 segment of the middle cerebral artery (mca) for an acute ischemic stroke. During the procedure, the user reported a kink/bend of the emboguard catheter (body/shaft) while in patient. Additionally, a distal embolization of original thrombus to the m2 segment of the mca occurred while using an apro aspiration catheter (medtronic) and the embotrap stent-retriever. The thromboembolism was retrieved using the embotrap device and a red62 aspiration catheter (penumbra). Final angiography confirmed complete recanalization, and the procedure was completed. No negative impact to the patient was reported. It was noted the vessels (including abdomen) were severely tortuous. ¿the physician commented that when the emboguard was first advanced, there were no issues. However, due to problems with another device (presumably apro), the emboguard became necessary to be reinserted. It is believed that a kink occurred when the emboguard was temporarily withdrawn. The physician also wanted to know the cause of the emboguard kink, and lumen diameter of the y-connector (compatibility with apro70).¿ the event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m1 proximal performed to treat acute ischemic stroke. The devices were used according to IFU. The procedure was performed by combined technique. After preparation and perforation was conducted, the emboguard was inserted, and the procedure was initiated. As apro could not be inserted into the y-connector of the emboguard, only the y-connector was replaced with another new one. The emboguard was found to be kinked and replaced with optimo. Combined technique was performed by using apro and embotrap to the m1 proximal occlusion. After several passes, the thrombus was retrieved. However, angiography revealed that the m1 proximal was not recanalized, and a distal embolization was found at m2. So, the physician attempted to perform a mechanical thrombectomy of m2 occlusion. As apro could not be advanced to the occluded lesion, it was replaced with red62. The embotrap was used by one seg technique, that was deployed only the tip of the basket. Final angiography revealed certain recanalization, and the procedure was completed. The vessels (including abdomen) had severe tortuous. The physician commented that when the emboguard was first advanced, there were no issues. However, due to problems with another device (presumably apro), the emboguard became necessary to be reinserted. It is believed that a kink occurred when the emboguard was temporarily withdrawn. The physician wanted to know the cause of the emboguard kink, and lumen diameter of the y-connector (compatibility with apro70). No negative impact to the patient was reported. Continuous flush was unknown. The lesion was middle cerebral artery m1 proximal. Other concomitant devices were apro aspiration catheter, red62 aspiration catheter, embotrap 5x37 stent retriever.¿ additional information was received on 10-jun-2025. Summary: per the information received, it is unknown if the emboguard was advanced against resistance, but it was reported that due to severe tortuosity and calcification, there was resistance during catheter insertion. There was no alleged product malfunction with the embotrap. Regarding how many passes were made with the embotrap to retrieve the clot when the thromboembolism occurred, it was reported, ¿1 pass. (The distal embolization was found after one pass, but it was unclear whether it was pre-existing or occurred during the first pass).¿ patient demographics and medical history were unobtainable.